Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent placement issues were encountered. The 70% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery. A 12x60x75 epic stent was used to treat the target lesion. During deployment of the stent, the physician felt the stent jump forward. Due to the poor visibility of the stent the physician was unable to notice anything bad on the initial deployment. The stent was post-dilated with a 12x40 mustang balloon. There was no resistance noted passing the balloon over the wire inside the stent. A final run to check the iliac was performed and patency was confirmed. The procedure was completed. No patient complications were reported and the patient's status was stable. However, during the review of the case they noted that the more proximal markers of the stent were in the incorrect position.